Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at a 2 month post-operative exam. The brief description from the account indicated the patient was sensitive to light. The visual acuity was 20/20 and health looks great. The patient had commented on very light sensitive. Topical steroid dosage was increased to resolve symptoms. In addition, the patient was to start pred forte (artificial tears) 4 times a day on both eyes to see if it would help with symptoms. Bcva from (B)(6) 2015. Right eye pre-op 20/15 -4.50 x -.50 x 107. Left eye pre-op 20/20 -4.75 x -.75 x 72. Bcva from (B)(6) 2016 right eye post-op 20/20 .25 x .00 x 90 left eye post-op 20/20 .50 x -.25 x 135